Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there any alleged issues after the site was inspected upon device removal? Some bleeding at the anastomosis was observed. If so were there any intervention required at the anastomotic site? No. Was the post operative care altered in any way due to the difficulty experienced with the device? Unknown. Was the patient scheduled to be discharged 4 days post op? Unknown. If the hospitalization was extended what were the indications for the extended hospital stay? After the stapler was opened 4 x half turns and unable to be removed with ease did the surgeon complete an additional counter clockwise turn and additional rotation prior to removing the device? No, an additional counterclockwise turn was not performed. Please provide more details for "having to rip the stapler from the patient's rectum" and "the bowel rotated with the device" was there any tissue damage? No tissue damage was reported, there was some bleeding at the staple line immediately post-firing. Patient was discharged by day 4 post-op. If yes, how was the issue resolved? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy reversal procedure, the surgeon had difficulty removing the device post firing. The surgeon described the issue as "having to rip the stapler from the patient's rectum". The stapler was closed with the orange indicator at the base of the tissue compression scale. The surgeon described closing stapler as routine. The stapler fired normally, the breakaway washer crunch was heard, and the green check mark indicated a completed firing cycle. The stapler was opened 4 x 1/2 turns in the routine fashion, and the device was rotated 90° in both directions. The surgeon noted that when rotating the stapler, the bowel rotated with the device. After removal of the stapler, the donuts were inspected and were observed to be fully formed and intact. The breakaway washer was observed with the donuts in the usual fashion. The anastomosis was tested with a routine air leak test via a rigid sigmoidoscope, and no leak was observed. The staple line was inspected endoscopically via a rigid sigmoidoscope, and the staple line was observed to be fully intact. The surgeon is experienced with the stapler and has been using the device for 30 months.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. Additional information was requested and the following was obtained: was there any alleged issues after the site was inspected upon device removal? Some bleeding at the anastomosis was observed if so were there any intervention required at the anastomotic site? No was the post operative care altered in any way due to the difficulty experienced with the device? Unknown was the patient scheduled to be discharged 4 days post op? Unknown. I can confirm that surgeons state the broad post op discharge range for lap lar is 4 - 7 days. If the hospitalization was extended what were the indications for the extended hospital stay? After the stapler was opened 4 x half turns and unable to be removed with ease did the surgeon complete an additional counter clockwise turn and additional rotation prior to removing the device? No, an additional counterclockwise turn was not performed.